Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user caught pneumonia from the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device evaluation anticipated but not yet begun.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging pneumonia from the device. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following from an external and internal inspection: during the investigation pil observed a paper-like material with a grey residue on the top enclosure. Dark grey residue and an unknown contaminant was observed on the flip doors, bottom enclosure and on/under the top enclosure. The rear panel had grey residue on the inside. A dust-like contaminant was observed on the blower, blower box, and blower seal. Evidence of liquid ingress was observed on the blower. A keratin-like substance was observed on the blower box and blower seal and addresses the issue of keratin. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device, likely from a source external to the device and unable to directly address the symptoms or complaints. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.